Manufacturer narrative:
This event was determined to be supplemental information and the investigation findings will be captured under MFR. Report # 2916596-2025-03061.

Event description:
This event was determined to be supplemental information to per (B)(4).

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Device was implanted at time of event. Date of event has been entered as (B)(6) 2023 as patients were implanted between (B)(6) 2019 and (B)(6) 2023. Hiroki kawauchi, mitsushi iwanaga, reiko shiomura, hiroki mochizuki, takuya watanabe, kouta suzuki, naoki kawamoto, naoki kainuma, satsuki fukutaka, yasumasa tsukamoto. "Three cases of heartmate3 implantation after mitraclip procedure". No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a 44 year old male with drug-induced cardiomyopathy had left ventricular end-diastolic/systolic diameter (lvdd/ds of 49/43mm, and left ventricle ejection fraction on 42%. Mitraclip (mc) procedure performed to treat functional mitral regurgitation (fmr). Approximately 2 years post mc, they developed treatment resistant heart failure and underwent ileft ventricular assist device (lvad) implantation. They experienced acute kidney injury due to early postoperative right heart failure, requiring temporary renal replacement therapy. Subsequently, they achieved hemodynamic stability and had been free from heart failure hospitalization for 2 years post surgery. Pre-ilvad mitral valve pressure gradient was mild in all cases, including this one.